Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units if this code batch. There are no units in stock in b. Braun surgical's warehouse. Without closed and/or defective samples a proper analysis cannot be performed. As informed in the instruction for use of the product in the side effects area: the following side effects may be associated with the use of this product: tissue injury, transitory local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, stitch abscesses, wound dehiscence, hypertrophic scar/granuloma formation, pain, seroma, hematoma, oedema, track bleeding, increased risk of aneurism and stenosis. In rare cases skin necrosis, hypersensitivity or allergic reaction to the suture material were observed. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with dafilon suture. The client reported that on 10.31 during the process of wound healing, the suture broke, resulting in wound swelling and compromised healing. The patient came back to the hospital and was given alternating flushing of normal saline and hydrogen peroxide under local anesthesia, re-suturing, and topical application of minocycline hydrochloride ointment. Combined use of medication/device: oral amoxicillin 0.5g/time, tid, metronidazole 400 mg/time, for 3 days, combined with local oral medicine (iodine glycerin) anti-inflammatory, 0.15% chlorhexidine gargle, 3 days after the wound swelling disappeared, gradually improved, no serious problems. No more information has been provided.